Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error on the insulin pump. The insulin pump was not exposed to moisture. The customer removed the battery but did not resolve the issue. The insulin pump is returning. The blood sugar is 145 mg/dl.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent bolus express button response due to corroded keypad traces.